Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range, measuring greater than 3000 ohms. The patient was evaluated in the clinic and the lead was tested and met specification in unipolar and as such remains now programmed to unipolar in the rv. No adverse patient effects reported. This rv lead remains in service. Additional information was provided on 27jul2021, it was reported that this rv lead exhibited oversensing noise. It was suspected that this lead was fractured. Noise was reproducible with arm movements, dizzy episodes were noted due to oversensing noise and pacing inhibition. There were no pauses over two seconds. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/bloody fluid within the helix housing and tip region. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 205mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance, conductor fracture, oversensing, noisy signals, and brady pacing delivered when not required, these allegations were likely caused by the confirmed fracture. Additional information provided in section b5 describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range, measuring greater than 3000 ohms. The patient was evaluated in the clinic and the lead was tested and met specification in unipolar and as such remains now programmed to unipolar in the rv. No adverse patient effects reported. This rv lead remains in service.

Manufacturer narrative:
Additional information provided in section b5 describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range, measuring greater than 3000 ohms. The patient was evaluated in the clinic and the lead was tested and met specification in unipolar and as such remains now programmed to unipolar in the rv. No adverse patient effects reported. This rv lead remains in service. Additional information was provided on 27jul2021, it was reported that this rv lead exhibited oversensing noise. It was suspected that this lead was fractured. Noise was reproducible with arm movements, dizzy episodes were noted due to oversensing noise and pacing inhibition. There were no pauses over two seconds. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.